Event description:
It was reported the patient is not satisfied with stimulation. Lead diagnostics revealed no anomalies. The physician advised the pt to turn off stimulation for a few weeks and report back with the outcome.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.